Event description:
Boston scientific crm received information that right ventricular lead exhibited loss of capture at max outputs. The lead configuration was changed to unipolar and still would not capture. The lead was also found to have been dislodged. The patient has been doing some cardiac rehabilitation where arm exercises were needed which is believed to be the cause of the dislodge. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that right ventricular lead exhibited loss of capture at max outputs. The lead configuration was changed to unipolar and still would not capture. The lead was also found to have been dislodged. The patient has been doing some cardiac rehabilitation where arm exercises were needed which is believed to be the cause of the dislodge. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.